Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen was unresponsive. It was further reported that the programmer exhibited autonomous cursor movement. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer exhibited autonomous cursor movement after the most recent software update. It was noted that touchscreen was responsive but was unable to use due to autonomous movement of the cursor. It was also noted that the stylus tip is loose and cord bay was broken. The keyboard sliding rails, case and right hinge were broken. The printer drawer was broken and gears were worn out. It was further noted that bezel and display rear cover were cracked. The logo button was missing. The upper and lower bullets were broken. The right antenna cable has a cut and shielding is visible. The lower handle was cracked. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.